Event description:
It was reported that during surgery on, keeps (grill) tearing the skin graft. Device failed test cut during evaluation. There was a patient involved but no harm or impact reported. Due diligence information complete.

Manufacturer narrative:
This by zimmer event has been recorded biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete cut. The cutter does not meet the zimmer mesh test acceptance criteria; however, the repair was not completed because cutters are not repairable. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated reports: 0001526350-2024-00324, 0001526350-2023-01309-1, 0001526350-2024-00327, 0001526350-2024-00328.